Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this implantable defibrillation lead exhibited and decrease in r-wave measurements as well as impedance measurements. A chest x-ray was obtained which revealed the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.